Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received a force sensor calibration values corrupted alarm. Customer was not able to clear alarm. Customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received stuck with an alarm loop due to a software error. Unable to perform the displacement test due to the alarm loop. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window, and broken battery tube threads.